Event description:
Patient had an operative laparoscopy a few months ago and since then complained of numbness of right thigh in the area where the bovie pad was placed. Initially there was a red mark in the shape of the rectangle present over the area but later patient noticed the numbness there. Patient denies any tingling, pain or any weakness and is able to function normally. There is no more discoloration in this region and patient does not have any other numbness. Manufacturer response for esu grounding pad, triad machine (per site reporter): manufacturer has not heard of problem before now.